Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon tried to fire the device but it fired "misaligned clips". Then the device would no longer deploy clips. Case completed with another device of the same product code. There were no patient consequences reported.